Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the lead was returned in two pieces. The outer insulation was abraded at 33.7 cm to 34.2 cm from the distal tip. The abrasion was consistent with constant friction with another implantable device.